Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h4;h6;h10. Product was returned and evaluated. Visual review of the depth gauge showed that the rod end was fractured at the distal notch. The depth rod end was bent. The device showed wear from previous uses in the form of nicks and scratches to all areas. No other damage was noted. Device had an approximate field age of 10 years. Fracture analysis for this fracture location determined that ductile overload was the mode of failure. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed via the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 110010733 flexible silicone drill driver 1883421. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the depth gauge and drill draft broke while inserting the cup. No known impact or consequence to the patient. It was reported that no further information is available.